Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:a review of the pump alarm history revealed multiple occlusion alarms. During testing, the pump was exercised for 24 hours with no duplicated occlusion alarms. The force sensor calibration tested within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump emitted multiple occlusion alarms over a month. The site was not immediately changed, and the reporter allegedly felt the occlusion alarms were related to the pump, not the site. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.